Manufacturer narrative:
The device history record (DHR) for lot 2319843 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported that the catheter balloon was burst inside the patient and a chunk of the silicone remained in the patient¿s bladder. Additional information was received from the customer and stated that the foley was inserted on (B)(6) 2024, at 18:28 and the team noticed foley had come out at 19:15. The balloon was not intact. Per customer, cystoscopy procedure was performed to remove the fragments in the patient¿s bladder. The patient was discharged home on (B)(6) 2024.

Manufacturer narrative:
Investigation is currently underway. Upon completion, the results will be forwarded.